Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced the ise mid standard tubing and the ise buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported obtaining erroneously low sodium (na) patient results involving the au480 clinical chemistry analyzer. There was no change to patient treatment in association with this event.